Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. A21 test, device passed self test. Device passed off no power test. No unexpected a21 or a12 alarm anomalies noted. Device received with cracked case at the display window corners, cracked lcd window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had blank display and multiple insulin pump error alarm. The blood glucose of the customer was 300 mg/dl. The customer was able to clear and able to rewind the pump. The troubleshooting was performed and they did not received the unexpected restart alarm. The customer reported that battery compartment to the screen had cracked. The device will be returned for the analysis.